Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had an x-ray completed. The results of the x-ray from the x-ray tech had indicated that the the leads were coiling on themselves in the caudal neck reigon. The patient's mother was able to see the x-ray image, and saw something on the x-ray that she was unsure if it was problematic or not. No additional or relevant information has been received to date.

Event description:
It was reported that the generator was replaced due to battery depletion. The suspect product remains implanted. No other relevant information has been received to date.